Event description:
A site reported that a female pt rec'd a laser treatment for inflammatory acne vulgaris on the chin and reported that the pt responded with blistering and scarring.

Manufacturer narrative:
The product was installed at the user site (B)(4) 2008. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed 06/28/2013 with no issues found. The treatment parameters reportedly used by the operator were within the treatment guidelines, except for the fluence and pulse duration, which were higher than what was recommended. Based on what was reported by the site, the higher fluence setting that was used may have been a contributing factor to the injury. A candela field service engineer inspected the unit and reported that the unit was operating within specification.